Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right ventricular (rv) lead exhibited under sensing and ventricular capture could not be confirmed. The rv lead remains in use. No patient complications have been reported as a result of this event.